Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. With another battery attached, communication was re-established. No high current drain measurements were found and the power consumption measured normal. The device was tested on the bench, automated electrical system testing, and temperature cycling. No anomalies were found. The battery was returned to the vendor for analysis. An internal l battery anomaly was found which resulted in the reported battery depletion.

Event description:
It was reported that the patient presented to follow-up and the device was unable to interrogate. No emi observed. The patient did not receive any therapy since last follow-up. The device was explanted and replaced.